Event description:
It was reported that the patient's wife called the cardiology office to report that the patient's arm had swollen from the top of the arm to the hand. The patient presented to the emergency room (ER) and a venous ultrasound was performed, showing deep venous thrombosis of the axillary, brachial and radial veins. Therefore the patient was placed on coumadin and lovenox and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.